Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing increase in seizures after his settings were increased. The device was then turned down to original settings. The settings are not known. The patient's father says the patient is very sensitive and he was not surprised at the increase in seizures due to increasing settings. Additional information was received that on 11/06/2016. The patient had some seizures and attempted to take medication and swipe the magnet to abort them, but the magnet would not abort the seizures. The magnet was then placed on the device to disable stimulation and the seizures ended. The device has been temporarily disabled due to the patient traveling internationally. No additional relevant information has been received to date.

Event description:
Per the physician it is "unclear" if the increase in seizures is related to vns stimulation. No other changes could have contributed to the increase in seizures. The patient's seizure rate was similar to that of pre-vns levels. Per a company therapeutic consultant, proper magnet swipe technique by the patient was confirmed. On (B)(6) 2016 the vns was programmed off.